Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01091, 3005168196-2016-01092, 3005168196-2016-01093. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while two consecutive ruby coils were being forcefully advanced by the scrub technician through the lantern, the pusher assemblies on both coils became kinked and the both coils were unable to advance out of the lantern. It should be noted that resistance was encountered while advancing both ruby coils. The physician then removed both ruby coils and the lantern. Another manufacturer's microcatheter was opened and two new ruby coils were deployed and detached into the patient without an issue. While advancing a new ruby coil through the microcatheter, the physician encountered resistance and the coil became stuck after advancing about half way out of the microcatheter. Therefore, the microcatheter containing the coil was removed from the patient and the procedure was completed at this point since the physician felt that the vessel was sufficiently embolized. There was no report of an adverse effect to the patient.